Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use of implantable pulse generator (ipg) an inquiry was received that requested explanation for device pacing at the lower rate. Response received indicated the ipg was pacing due to noise reversion patient safety feature which assures that pacing will occur in the presence of continuous sensing of false, non-cardiac signals (noise). The noise reversion feature is non programmable. The ipg remains in use. No patient complications have been reported as a result of this event.